Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified interventional procedure. Femoral angiogram was not performed. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. Hemostasis was achieved by applying manual arterial compression.there was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Femoral angiogram was not taken prior to the closing procedure as specified in the instruction for use. The device was returned for evaluation. The reported event was not confirmed. The returned device analysis observed that a link break occurred at the anterior cuff. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, a femoral angiogram was not taken prior to the closing procedure as specified in the instruction for use, which states to perform a femoral angiogram prior to device placement. This may have influenced the observed link break. Based on the information reviewed, there is no indication of a product deficiency. The second proglide device referenced is being filed under a separate medwatch MFR number.